Event description:
It was reported that the customer was hospitalized low blood glucose. It was reported that the customer accidently delivered insulin prior to the hospitalization. Troubleshooting was not performed at the time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.